Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. Possible models could include 4023, 4965. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ventricular capture management¿ in pediatric pacing: efficacy and safety. Ital heart j 2005;6:751-756. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generators (ipg). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports false negative capture detection occurred. Additionally, it was reported that patients experienced decreased thresholds. The status of the devices and leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.